Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the healthcare professional, the guide system was used to test the blood glucose levels on a neonate patient, which were then compared to the hospital ph meter within 15 minutes. The following results had a discrepancy greater than 25%: b)(6).